Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher was returned for evaluation. The implant coil was not attached to the pusher. No damage was observed on the delivery pusher. The monofilament was visible within the distal segment, near the heater coil. One fluoroscopic image was provided and reviewed. The image confirms a stretched proximal coil. Based on the information provided, a definitive root cause cannot be determined.

Event description:
It was reported that while attempting to pull the azur coil back, it was noted that the coil had become detached in the catheter. The coil was pushed with a 3cc syringe with saline. At that time it was noted that part of the coil wire was still attached to the coil. An attempt was made to retrieve the coil with a snare device, but it was unsuccessful and the coil was left behind. The patient's current status is reported to be fine.